Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump replacement on (B)(6) 2013. On (B)(6) 2013, the patient went to their clinic for a refill and upon interrogation, the pump was in 'shelf state'. The patient was not symptomatic but it was noted that the patient had been taking other oral post-operative pain medications. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the event was related to the pump not being updated. The issue was discovered post op. Nothing was explanted and it was said the patient was symptomatic once informed the pump wasn¿t on. There were no hospital or emergency room visits. The patient was receiving effective therapy. The concentration was 10mg/ml of morphine and the dose was 1 mg a day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).